Manufacturer narrative:
The customer reported the screen was blank. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the screen was blank.